Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor did not infuse at all after being connected to the patient. The device was filled with 3 g of desferal diluted with 50 ml of normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The distal luer cap was removed and flow of solution was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.